Manufacturer narrative:
B5: upon follow-up, it was reported that the cause of peritonitis was unknown. On an unknown date, the patient was hospitalized and treated with vancomycin injection (discontinued), ceftazidime injection (discontinued), and amikacin injection (discontinued) for peritonitis. On an unknown date, the patient recovered from peritonitis and was discharged. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event, hospitalization, treatment, patient outcome, and action taken with pd therapy were not reported. No additional information is available.